Event description:
It was reported that following the patient's implant, she experienced weakness. By two days after surgery, it had progressed to paralysis. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.